Event description:
2nd of the same product. When trying to advance the balloon across the circumflex lesion the shaft snapped in half. Both broken ends of the shaft were on the outside of the patient's body. It was removed without any harm.